Event description:
Procedure: unspecified kidney/adrenal "grand." Reportedly ,the balloon deflated during use. Surgeon tried to re-inflate, but this continued to happen. A similar device was used, and there was no patient injury reported.